Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Biomed reported that an alaris infusion device started smoking while in use on a patient. The nurse reported she saw smoke coming out of device. She removed it from the patient immediately. No patient or user harm reported and no medical intervention required. Customer stated no additional patient or event information is available.